Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
It was reported that a 1 safeset¿, 1 transducer 1 port, 53 inch (134 cm), 3ml/ hr macrodrip was found to have broken during patient use. The customer reported the following issue: "during a blood test check on the patient's catheter, during rinsing, the rinsing system broke away (I did not pull hard, and the pressure bag was inflated correctly). The consequences for the patient are as follows: change of the system.¿ the status of the product at the time of the event is when taking a blood sample. The product is available for evaluation. There was no patient harm reported.

Manufacturer narrative:
The device was returned for evaluation. During visual inspection, the pull flush device was received broken form the transducer. In the event description, it was noted that the pull flush device was broken during use. It is unknown how the pull flush device went separated from the device. The reported complaint of breakage was confirmed. Lot history review could not be conducted because no lot number(s) was/were identified.